Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was having symptoms at night. The device showed one mode switch and no ventricular high rate (vhr) episodes. The mode switch and vhr rates were adjusted. The device remains in use. No patient complications have been reported as a result of this event.